Event description:
During a follow-up in-clinic, episodes of noise resulting in over-sensing and inappropriate automatic mode switch (ams) were observed on the right atrial (ra) lead. Provocative testing was performed, and the lead noise was reproduced. The ra lead was capped and replaced to resolve event. The patient was stable.